Manufacturer narrative:
Visual analysis: one suspect positive bi was received. The ci disc is yellow, the cap is pressed down, and the ampoule is broken in the crushed vial. Yellow media is in the vial. Purple staining was observed on the label. No holes or punctures were observed in the plastic vial.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/08/2017 to 08/18/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause is likely due to user error in crushing the vial. However, it could not be verified. The returned bi confirmed the positive growth, and the cause is most likely due to liquid media being released from a broken ampoule with damage of unknown origin preventing spore disc sterilization. Visual analysis of the returned bi found purple media staining on the label indicating there was a broken ampoule during the sterrad processing cycle that likely released media and contacted the label resulting in staining. Processing a bi with ampoule damage can lead to a positive bi since hydrogen peroxide does not penetrate liquids and does not contact the spore disc. There is insufficient information in regard to the media ampoule issue after sterrad processing, since the customer did not know if bi integrity was checked or if there was reduced media after sterrad processing. It is unlikely that the bi with a broken ampoule was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for media ampoule issue after sterrad processing did not exceeded trending. An issue with sterrad® performance is also unlikely since the cycle passed, ci disc changed color correctly, and the customer indicated that subsequent bis were negative for growth. An asp clinical education consultant provided onsite training and no additional issues have been reported. The issue will be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 12 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was partially released and used on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load is released and used on patients without reprocessing.